Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump could not prime due to a faulty force sensor. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer' father called in reporting a button error alarm on his daughter's insulin pump. Customer's blood glucose level was 427 mg/dl. She gave herself a bolus delivery and then the device started alarming button error. Customer went to the pool today. The device was not submerged in water, but it was exposed to water. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.